Event description:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and flushing was inappropriate. The flushing of the thermocool® smart touch¿ electrophysiology catheter was inappropriate after 2 visitag (points of ablation). There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and flushing was inappropriate. The flushing of the thermocool® smart touch¿ electrophysiology catheter was inappropriate after 2 visitag (points of ablation). There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, temperature and impedance, force, and irrigation tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. Temperature and impedance test was performed, and the device was found working correctly. An irrigation test was performed, and the device was irrigating correctly. No irrigation, force or temperature issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high-temperature, force, and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. If force readings might be inaccurate or another catheter is in proximity: an alert message appears, force readings on the dashboard are displayed in gray, and the force graph is colored white. Resolve the issue according to the directions in the alert message to enable force measurement. You can also continue the study without force data. Connect the irrigation tubing set to a room temperature, heparinized (1 iu heparin/ml) normal saline bag using standard safe hospital practices. Open the stopcock on the end of the tubing set and fill the tubing set as slowly as possible. Remove any trapped air and then close the stopcock. Flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Start continuous irrigation at a flow rate of 2 ml/min. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and flushing was inappropriate. The flushing of the thermocool® smart touch¿ electrophysiology catheter was inappropriate after 2 visitag (points of ablation). There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31169197m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-may-2024, it was noticed the following information was inadvertently omitted from section b5. Event description of the 3500a initial medwatch report. ¿the catheter was suspected to have the irrigation catheter. The issue was identified during use on the patient. The force of the catheter was high and the temperature was as well. They tried to flush the catheter outside of the patient and it was not normal. They changed the catheter.¿ on 21-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).